Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: unit received with the lock has rotational and lateral movement and a residue buildup is present. Unit had new components added to replace worn internal parts; general maintenance and cleaning also required at this time. Root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, replacement of worn parts, general maintenance and cleaning. This device exceeds its expected life of 7 years (manufactured in 2008) and replacement is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00481. A facility reported that the middle lock knob on mayfield modified skull clamp (a1059) would not lock or unlock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.